Manufacturer narrative:
The software investigation of the logs found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while performing a demo, the imaging system would not leave standalone mode when brought into a separate room. The imaging system was disconnected from the viewing station of the imaging system. The imaging system was restarted to resolve the reported issue. There was no patient present when this issue was identified. No additional information was provided.